Event description:
It was reported that pump display was black, and when buttons were pressed pump vibrated but display remained black, which affected customer¿s ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump in storage mode and return it with prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.